Event description:
Complaint is reportable based on analysis completed on (B)(6) 2011. Same case as MFR report #: 2134265-2011-06144. It was reported that during a stenting treatment procedure, a shaft kink occurred. The procedure treated the 90% stenosed target lesion located in the ostium of the calcified and moderately tortuous left main artery and left circumflex artery. The lesion was pre-dilated with a 3.0x15mm non bsc balloon. Next a 3.0x24mm taxus element stent was advanced into the non-bsc guide catheter but resistance was met. The physician pushed the 3.0x24mm stent catheter a little, but the shaft kinked. The physician tried again with a 3.0x20mm taxus element stent, but again the shaft kinked. The physician completed the procedure with a non-bsc stent without difficulty. No patient complications were reported and the patient status is ok. However, analysis of the returned product revealed that there was a shaft break.

Manufacturer narrative:
Device code # 1339 relates to component code # 955. Device code # 2524 relates to component code # 3038. Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified that the hypotube had broken 26cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).